Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported that the clips would double feed. It was reported the clips were malformed. Another device was used to complete the case. There was no consequence to the pt.